Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to the valve having torn away from the ventricle. No further details were provided.